Event description:
It was reported that the patient received inappropriate high voltage therapy due to suspected lead fracture. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.